Manufacturer narrative:
A customer contacted siemens customer care center (ccc) and reported that discordant results were obtained for multiple assays on a patient sample on a dimension vista 1500 instrument. A ccc specialist determined that quality controls (qc) recovered within expected ranges at the time of the event and since the affected assays were on different servers on the instrument, there is no indication of a probe or mixer issue. The ccc specialist advised the customer to check the tube manufacturer's instructions for use (IFU) to verify whether they are centrifuging samples at acceptable speed and time. The ccc specialist also communicated to the customer that the discordant results were possibly caused by a sample integrity issue and the customer agreed since this issue was isolated to one patient sample. A siemens headquarters support center (hsc) specialist analyzed the event and determined that contamination of the sample aliquot potentially contributed to the discordant results. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely low carbon dioxide (co2) result and a discordant, falsely elevated potassium (k) result were obtained on a patient sample on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The sample was rerun on an alternate dimension vista instrument and the initial dimension vista 1500 instrument, resulting in higher co2 results and lower k results. The repeat results, obtained on the initial instrument, were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 and discordant, falsely elevated k results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00234 on 02-apr-2018. Additional information (06-apr-2018): siemens further investigated this event and did not find any instrument or reagent issue. There were no process errors or quick check failures in the data logs and the customer has not reported additional discordant results for other patient samples. Siemens determined that the customer centrifuged the affected sample at a speed and time which deviates from the tube manufacturer's instructions for use. Siemens also determined that poor sample quality potentially contributed to the discordant carbon dioxide and potassium results; the presence of gel, fibrin, microclots and/or cellular debris (including platelets, white cells, and red cells) potentially impacted the quality of the sample aliquot. Section adverse event problem was updated to reflect the additional information.